Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the handle was received attached to the returned reload. Visual inspection of internal components revealed sheared teeth on the firing rack. The articulation knob was rotated. Functional testing found that the reload was unloaded from the handle. An access hole was cut into the instrument body for visualization of the firing rack. The sheared teeth damage was confirmed in the 1st on the firing rack. It was reported that the device did not fire. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when firing over tissue that is beyond the recommended thickness range. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal, or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm, (lot number: unknown) egiaushort, egiaushort endogia ultra univ sht stap, (lot number: p4j0950) sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm, (lot number: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a video-assisted thoracoscopic segmentectomy, on the pulmonary parenchyma, the first handle was used for blood vessels and the bronchi; afterwards, it was attempted to use it between segments; after pressing the green button, an attempt was made to fire, but the grip was stiff and did not work. The device did not fire. The handle was changed, and the firing was performed again with the same reload that was connected to the first handle, but firing was not possible. The black cartridge was changed, and it was tried to fire again; there was no resistance at first, but it became possible to fire from midway, so it was formed until the midpoint between segments. It was possible to use a camel in the bronchi. For the black cartridge with the second handle, attempts were made to use the remaining segments, but it was not possible. A new stapler from a different company was used to resolve the issue. There was no patient injury.